Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. The cadiere forceps instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing in the clevis. Missing crimp was approximately 0.046¿ x 0.032¿. This complaint is being reported due to the following conclusion: the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the cadiere forceps instrument had a broken wire. A backup instrument was used to proceed with the procedure. The procedure was completed with no reported injury.